Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6)-2016 which refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014. Consumer reported that she experienced hot flashes, could not hold urine, painful sex, disch (as reported), chronic pain r-side, nausea, memory loss, metal taste, hair loss, migraines, back pain, long pain mensa (as reported), chronic pain, stomach aches, rashes and night sweats. In (B)(6)-2015 she had essure removed. Company causality comment:this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pain r-side / chronic pain. She had essure removed one year after its insertion. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of this event and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain r-side / chronic pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), urinary incontinence ("couldn't hold urine"), dyspareunia ("painful sex"), secretion discharge ("disch nos"), nausea ("nausea"), amnesia ("memory loss"), dysgeusia ("metal taste"), alopecia ("hairloss"), migraine ("migraines"), back pain ("back pain"), dysmenorrhoea ("long pain mensa"), abdominal pain upper ("stomach aches"), rash ("rashes") and night sweats ("night sweats"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6)2015. At the time of the report, the pelvic pain was resolving and the hot flush, urinary incontinence, dyspareunia, secretion discharge, nausea, amnesia, dysgeusia, alopecia, migraine, back pain, dysmenorrhoea, abdominal pain upper, rash and night sweats outcome was unknown. The reporter considered abdominal pain upper, alopecia, amnesia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, hot flush, migraine, nausea, night sweats, pelvic pain, rash, secretion discharge and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc.fu 4 & 5 processed together. On 20-mar-2020: social media was received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain r-side / chronic pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), urinary incontinence ("couldn't hold urine"), dyspareunia ("painful sex"), secretion discharge ("disch nos"), nausea ("nausea"), amnesia ("memory loss"), dysgeusia ("metal taste"), alopecia ("hair loss"), migraine ("migraines"), back pain ("back pain"), dysmenorrhoea ("long pain mensa"), abdominal pain upper ("stomach aches"), rash ("rashes") and night sweats ("night sweats"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the hot flush, urinary incontinence, dyspareunia, secretion discharge, nausea, amnesia, dysgeusia, alopecia, migraine, back pain, dysmenorrhoea, abdominal pain upper, rash and night sweats outcome was unknown. The reporter considered abdominal pain upper, alopecia, amnesia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, hot flush, migraine, nausea, night sweats, pelvic pain, rash, secretion discharge and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Event pain was recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 13-apr-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pain r-side / chronic pain. She had essure removed one year after its insertion. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of this event and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.